Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's universal porting block will be replaced to address the issue. Device has been evaluated, but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's universal porting block was broken. There was no harm or injury reported.